Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left essure coil was completely outside the left fallopian') in an adult female patient who had essure (batch no. A20061) inserted. Other product or product use issues identified: medical device monitoring error "essure insertion done with endometrial ablation". The patient's medical history included menorrhagia, parity 1, dysmenorrhea, pain pelvic, female pelvic peritoneal adhesions and endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation had resolved. The reporter considered device dislocation to be related to essure. Most recent follow-up information incorporated above includes: on 25-jan-2021: mr received. Lot no added. Previously reported event "medical device removal" updated to " device dislocation & medical device monitoring error¿. Reporter information, medical history was added., non-drug treatment note updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left essure coil was completely outside the left fallopian') in an adult female patient who had essure (batch no. A20061) inserted. Other product or product use issues identified: medical device monitoring error "essure insertion done with endometrial ablation". The patient's medical history included menorrhagia, parity 1, dysmenorrhea, pain pelvic, female pelvic peritoneal adhesions and endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation had resolved. The reporter considered device dislocation to be related to essure. Lot number: a20061, manufacture date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.